Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached elective replacement indicator (eri) after 48 months in situ, seems not related to device settings or stored therapies. Furthermore it was discovered during device replacement that the superior vena cava (svc) port was not plugged. The device was explanted and replaced. No patient complications have been reported as a result of this event.